Event description:
The lay user/patient contacted lifescan on august 27, 2006 and requested assistance to change the code on her one touch ultra meter. The medical affairs specialist (mas) was unable to reach the patient via phone after several attempts to obtain further information. The mas reviewed the recorded telephone call in order to classify the case. The patient reported that she has had diabetes for 44 years. On that day, she was unable to test her blood glucose since she was not able to code the meter to match the code on the test strip vial. Since she was not able to test her blood glucose on the meter, she took "too much insulin, felt sick, and had a reaction". The patient stated that "the reaction" comes on fast and all of a sudden "felt sick and had a reaction". The patient did not call her doctor, but was given orange juice by her husband. She felt better after drinking the orange juice. The patient was walked through resolving the issue and was helped in setting the correct code. However, this complaint is reported because the patient was not able to test on the reported meter due to use error, experienced symptoms ("had a reaction"), was given orange juice and felt better. There is no evidence of meter malfunction. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.